Event description:
It was reported that the lead integrity alert tripped and upon review of the short interval counter, noise was noted on the electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.